Event description:
A customer reported experiencing cartridge alarm 20 but confirmed there was no adverse impact on their blood glucose levels. This issue did not occur during the loading process, and the customer had no previous related alarms with this pump. The customer changed the cartridge and continued insulin delivery. However, after escalating the issue, the customer was concerned about the safety of their pump. Technical support recommended replacing the pump to maintain customer satisfaction and provided guidance on the use of cartridges, including the importance of removing air to balance pressure. They confirmed the supplies were used correctly, and arrangements were made to send a pump replacement with updated software. Instructions were given to return the problematic pump within 10 days to avoid charges, and the customer would need to set up their new pump settings and connect their cgm.